Manufacturer narrative:
The device was received for evaluation. Evaluation included a visual assessment as well as functional testing. A service history review revealed the current issue does appear as a repeat service event. The direct cause of the previous servicing was upstream thermistor being out of specification. The ultrasonic sensor was replaced. All required service actions were completed in the last service cycle. During evaluation, the device alarmed system error 345. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. The ultrasonic sensor requires replacement as the precautionary measure. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device alarmed system error 345 (thermistor disparity). No additional information is available.